Event description:
The above date is approximate. I have had multiple health issues since having breast augmentation in (B)(6) of 1996. They have increased in number and intensity over the last 23 years. I am scheduled to have them removed this week and hope that my symptoms and illnesses go away. I am not 100% convinced that bii is real, but I am so sick and feel so horrible that I am willing to go have them removed. I've had so many tests over the years that I really don't know where to begin. If you would like all my medical records, I can try to track them all down. Thank you for your time. I will ask my surgeon to give me the implants if they will be useful for you. I never received info on them. Hopefully there will be ID on them when removed. FDA safety report ID# (B)(4).